Event description:
Additional information was received. The cause of death was due to a cardiac arrest. The investigator assessed this event as not device or procedure related.

Manufacturer narrative:
Evaluation results: (unknown cause of death). Inherent risk of procedure (death). Evaluation conclusion: (unknown cause of death). Known inherent risk of a procedure (death).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6.5 years ago. It was reported that the patient expired due to unknown causes.